Event description:
It was reported that the patient was experiencing recurrent urinary incontinence for about 3 months (progressively leaking). Endoscopy showed that the occlusive cuff was not-fully closing to keep urine in the bladder, and the pressure-regulating balloon attached to the cuff was not completely empty. The patient underwent a surgical procedure to remove the implanted artificial urinary sphincter (aus). Following the removal of the aus implant, a transurethral resection of the bladder was performed. There was no re-implantation of another aus. It was noted that the patient passed away of an unspecified cause post-procedure during hospitalization. Boston scientific is in the process of attempting to obtain further information from the healthcare facility.